Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family member of a patient who was implanted with a neurostimulator for spinal pain. It was reported that the stimulation stopped working during the week prior to the report, there was a return of pain and the caller believed that the implantable neurostimulator (ins) needed to be replaced. The therapy change was not related to positional movement and there were no reports of trauma/falls/emi/activity. The caller stated that the patient tried using the patient programmer (pp) but nothing was working, and the amplitude would not go up. Troubleshooting could not be performed because the caller was not with the patient, so it was unknown if the ¿call hcp¿, eri, or eos message appeared on the pp. Lastly, it was reported that the patient experienced a return of pain. In the end, the caller was redirected to follow-up with their healthcare professional (hcp) to have the ins checked to confirm the status. There were no further complications reported or anticipated.